Event description:
A hospital in (B)(6) reported via our distributor that five mr290 humidification chambers were leaking. This was discovered during the pre-check test on the ventilator. This was found prior to patient use.

Manufacturer narrative:
The complaint mr290 chambers were not returned to fisher & paykel healthcare (B)(4) for evaluation. We have attempted to obtain further information from the hospital but to date have received no response. Due to lack of information and the fact that we did not receive the chambers for evaluation we are unable to determine what has caused the leak as reported by the customer. All chambers are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. The user instructions which accompany the mr290 chamber state the following: - ensure there is a water supply connected to the chamber and that water is present within the chamber. - set appropriate ventilator alarms. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.